Event description:
It was reported that the patient underwent a posterolateral spinal fusion at l4-5 with cage insertion and local autograft and rhbmp-2/acs on (B)(6)-2005. The patient's post-operative period was marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Contact office phone number: (B)(4).

Event description:
It was reported that on: (B)(6) 2005, the patient presented with pre-op diagnosis of spinal stenosis, mechanical instability l4-5 and underwent following procedure: posterolateral spinal fusion l4-5. Transforaminal lumbar interbody fusion l4-5. Segmental instrumentation l4-5. Cage insertion l4-5. (5) local allograft. Per op notes, "...disc was then sequentially removed using straight and angled pituitary rongeurs, straight and angled power reamers, serrated curettes, push pull scrapers and a rasp. Trials were then sequentially inserted into the disc space. Local autograft obtained from the laminectomy was --- in a bone mill and was placed into the anterior disc space along with 1/3 of a large rhbmp-2/acs sponge. Another 1/3 of a large rhbmp-2/acs sponge was placed into the cage implant. The remaining local bone and rhbmp-2 was placed into the lateral gutters in order to perform a posterolateral arthrodesis between l4 and l5. In addition some local bone and rhbmp-2 was placed into the facet joint." The patient sustained the procedure well. (B)(6) 2005, the patient was preoperatively diagnosed with lumbar stenosis and spondylosis l2-3, l4-5 and underwent bilateral l2-3 and l4-5 laminectomies, foraminotomies and medial facetectomies.